Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the endoeye flex deflectable videoscope exhibited black screen and no image. The event occurred during pre-use inspection prior to a hernia therapeutic procedure. It was reported that after turning the scope on and off couple of time, the issue restored, and the procedure was completed using the same device. According to the report, the scope was later tested but exhibited black screen with color bar when connected and this issue had occurred once in the past. There were no reports of patient harm associated with this event. Additional details have been requested regarding the event that occurred in the past. At this time, no additional information has been provided. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to defective charged coupled device cabling. Olympus will continue to monitor field performance for this device.